Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pc units were not downloading the hospital's dataset. As a result the bd field service team had to flash the pcus multiple times in order to download the dataset. There was no patient involvement as the issue was observed during device servicing.